Event description:
It was reported that the patient felt palpitations and their heart beating harder when on their left side at night with the right ventricular (rv) pacing set to unipolar or bipolar. In addition, the patient has been on flecainide medication, which can increase thresholds; the thresholds have been high for a long time on the rv lead. The lead also exhibited variable pacing impedance and diminished r waves. No further information could be obtained through follow-up with the clinic. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.